Manufacturer narrative:
Quality-safety evaluation of ptc received on 22-nov-2016: the bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and bleeding (seen as genital haemorrhage) amongst non serious events. She underwent a bilateral salpingectomy with essure coils removal. Both events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008 for birth control. On or about (B)(6) 2010, plaintiff began experiencing severe abdominal menstruation pain, heavy, abnormal menstruation and bleeding, abnormal and prolonged menstruation, severe lower abdominal and pelvic pain and bloating (other than during menstruation), severe abdominal cramping (other than during menstruation), severe back pain, dyspareunia, migraines and headaches, hair loss, skin rashes, vaginal infection and discharge, fatigue and weight fluctuation. On or about (B)(6) 2016, she underwent a bilateral salpingectomy to remove her fallopian tubes and the essure coils. Plaintiff stated that the invasive and painful surgery left her with permanent scars. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and bleeding (seen as genital haemorrhage) amongst non serious events. She underwent a bilateral salpingectomy with essure coils removal. Both events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's concurrent conditions included bloating, dysfunctional uterine bleeding and menstrual disorder. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy and prolonged abnormal menstruation"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), rash ("skin rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / severe abdominal cramping/abdomen pain"), abdominal pain lower ("severe lower abdominal pain"), abdominal distension ("bloating"), back pain ("severe back pain"), vaginal infection ("vaginal infection"), weight fluctuation ("weight fluctuation"), scar ("permanent scar") and uterine pain ("uterine pain"). The patient was treated with surgery ((B)(6) 2016 bilateral salpingectomy - laparoscopy,bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal distension, back pain, dyspareunia, migraine, headache, alopecia, rash, vaginal infection, vaginal discharge, fatigue, weight fluctuation and scar outcome was unknown and the vaginal haemorrhage and uterine pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, scar, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, vaginal discharge, vaginal pain,vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-apr-2018: pfs and medical record received: reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding, uterine pain and plaintiff denies undergoing an essure confirmation test added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's concurrent conditions included bloating, dysfunctional uterine bleeding, menstrual disorder and epilepsy. Concomitant products included ibuprofen, lamotrigine and oxcarbazepine. On (B)(6)2008, the patient had essure inserted. On (B)(6)2010, 1 year 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy and prolonged abnormal menstruation"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), rash ("skin rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding") and skin irritation ("rashes or skin conditions type: red, irritated skin"). On (B)(6)2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / severe abdominal cramping/abdomen pain"), abdominal pain lower ("severe lower abdominal pain"), abdominal distension ("bloating"), back pain ("severe back pain"), vaginal infection ("vaginal infection"), weight fluctuation ("weight fluctuation"), scar ("permanent scar") and uterine pain ("uterine pain"). The patient was treated with surgery (B)(6)2016 bilateral salpingectomy - laparoscopy,bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal distension, back pain, dyspareunia, migraine, headache, alopecia, rash, vaginal infection, vaginal discharge, fatigue, weight fluctuation, scar and skin irritation outcome was unknown and the vaginal haemorrhage and uterine pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, scar, skin irritation, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, vaginal discharge, vaginal pain,vaginal bleeding, abdominal pain. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received event "rashes or skin conditions type: red, irritated skin" was added. Concomitant drug and condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.